Event description:
It was reported that the patient's condition had been poor, and the patient was scheduled for consultation due to a possible device malfunction. It was noted that there was improper operation during the patient's supra ventricular tachycardia (svt), as the episode was believed to have been a double tachycardia. A potential delay in therapy was considered. In addition, there was undersensing observed during ventricular tachycardia (vt) and high rate non-sustained (hrns) episodes. The implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a ventricular vt ablation was performed. There was no delay in therapy as there were only a few instances of undersensing. The ICD sensitivity setting was adjusted.